Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.